Event description:
There are tubes in the system which are supposed to guide the pins/pegs on the dvr. The surgeon forgot to remove on one of those tubes which created a problem for the patient that led to another surgery. Surgeon error which led to minor health problem and a second surgery.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. It was stated in the initial reporting that user error is suspected. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.